Event description:
The customer reported cuvette not dry before reagent inject system message and suppressed alanine aminotransferase (alt), aspartate aminotransferase (ast), alkaline phosphatase (alp) enzymes (no results generated), involving the synchron lxi 725 system. The customer had on personal protective equipment (ppe) and performed troubleshooting. While troubleshooting, the customer discovered an erroneous initial digoxin (dign) result of 4.5 ng/ml for one patient. The sample was diluted and obtained a result of 0.8 ng/ml. The sample was repeated again and obtained a result of 2.3 ng/ml. A final result of 1.1 ng/ml was obtained after the instrument was serviced and released to the hospital. The erroneous result was not released out of the laboratory. There was no patient consequence associated with this event. Beckman coulter field service engineer (fse) evaluated the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a pinhole in reagent probe a tubing. The fse replaced the tubing, level sense bead, and the sample probe and resolved the issue. System performance was verified per established procedures. The instrument conformed to the manufacturer's published performance specifications. The patient sample was collected in 16x100 mm serum separation tube (sst) and immediately centrifuged at 1,600 rpm (revolutions per minute) for five minutes at ambient temperature.